Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the ventricular tachycardia (vt) of this cardiac resynchronization therapy defibrillator (crt-d). Upon review, it was noted myopotential oversensing on the right ventricular (rv) lead, which led to pacing inhibition greater than two seconds. The noise was also observed. At this time, the product remains in service, and no additional adverse patient effects were reported.

Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the ventricular tachycardia (vt) of this cardiac resynchronization therapy defibrillator (crt-d). Upon review, it was noted myopotential oversensing on the right ventricular (rv) lead, which led to pacing inhibition greater than two seconds. Subsequently, a revision procedure was performed and the crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.